Event description:
Note: this report pertains to spy discover catheter and spy discover controller used during the same procedure. It was reported to boston scientific corporation that a spy discover catheter and spy discover controller were used during a laparoscopic cholecystectomy with common bile duct exploration procedure performed on (B)(6) 2022. During the procedure, visualization was lost. Each time they plugged the device in, visualization would pop up for a moment then the image was lost. They tried to plugged the device in and out, switched monitors, but nothing worked. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Product code): ntn. Initial reporter address 1):(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to spy discover catheter and spy discover controller used during the same procedure. It was reported to boston scientific corporation that a spy discover catheter and spy discover controller were used during a laparoscopic cholecystectomy with common bile duct exploration procedure performed on (B)(6) 2022. During the procedure, visualization was lost. Each time they plugged the device in, visualization would pop up for a moment then the image was lost. They tried to plugged the device in and out, switched monitors, but nothing worked. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Additional information was received on june 08, 2022: it was reported that the controller has been tested since this event and worked as intended.

Manufacturer narrative:
Block d2b (product code): ntn block e1 (initial reporter address 1): (B)(6). Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: additional information b5.